Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the insulin pump was no longer working. The customer's blood glucose was around 386 mg/dl at the time of incident. The nurse stated that she treated the customer's high blood glucose with manual injection. The nurse stated that the insulin pump was dropped, bumped and was also exposed to water. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. Troubleshooting did not occur. The insulin pump will be returned for analysis.